Event description:
Report received of a "spark" noted coming from the back of the pump. The pump was returned from clinical service with a note that stated, "machine was plugged in and still flashing low battery. "I touched the connection in back and it sparked at me." There were no reports of any adverse patient or staff events while the device was in clinical use. Though requested, no additional information was provided.